Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in pacing impedance measuring 2019 ohms which led to a lead safety switch . Technical services (ts) was consulted, and it was noted some myopotential noise. Programming enhancements for the unipolar configuration were advised. No adverse patient effects were reported.